Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker exhibited loss of capture in association with the right ventricular (rv) lead. The patient is not dependent, so there was no asystole. This pacemaker along with the patient's right ventricular (rv) lead and right atrial (ra) leads were explanted due to infection. The device and ra lead were retained by the hospital. The rv lead was found to have perforated the heart wall prior to explant and is expected to be sent back for analysis. No additional adverse patient effects were reported.